Event description:
A customer reported experiencing a cartridge alarm 20 on two occasions. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting because the pump was already in the process of being replaced due to the cartridge alarm issue. Cts to replace pump. Customer will continue to use current pump or shots.